Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Patient reporting for a product not adhering issue lot: unk site: leg bg: 124 mg/dl inquired what led up to the complaint. Customer response: it was on the (B)(6), that was on sunday, after releasing the needle, the whole thing came out, it didn't adhere well, just came off tape not sticking t/s per (B)(4). Question - does customer know the cause of the product not adhering? Response: after releasing the needle, the whole thing came out, it didn't adhere well, just came off. Details of event/cause of product not adhering: after releasing the needle, the whole thing came out, it didn't adhere well, just came off. Customer's outcome pertaining to the complaint: patient was advised for sensor replacement additional notes: patient wanted to get replacement soon. Asked if she can wait 3 working days, that will be on tuesday and she agreed. -leadership approved for sending out 3 sensors ship: 3 x mmt-7020b/return: nothing.